Manufacturer narrative:
(B)(4).

Event description:
Upon interrogation, many episodes of non-sustained rv oversensing were noted, though no inappropriate therapies were given. The lead was explanted during device replacement and an insulation defect was observed. The patient was stable following the procedure.

Manufacturer narrative:
Evaluation summary: upon analysis, electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found the lead connector to be bent and the lead body was found to be compressed adjacent to the end of the connector boot. The compression in this region led to a breach in both the optim and silicone insulations for the re cable lumen as well all the other cable lumens between them and the inner coil. The ptfe liner was also breached due to the compression and one re cable etfe coating was breached which allowed contact between the re cable and the inner coil which could have caused the oversensing reported in the field.